Event description:
Same case as MDR#2134265-2013-01046. It was reported that during a percutaneous coronary intervention stent explantation occurred. The target lesion was in the proximal to distal diagonal (diag) coronary artery. The physician deployed the 1st ion stent in the proximal diag artery, and it was well positioned and well apposed. The 2nd ion stent was noted to have distal stent damage, when it was being removed from the packaging, which the physician crimped down. The physician advanced this stent to the distal diag and the stent got caught on the 1st implanted stent. During removal of the second stent the first stent was explanted. The 1st stent was noted to be elongated upon removal. The procedure was completed with 2 more ionn stents in the left anterior descending artery, and 2 more ion stents in the diag. No further patient complications were reported and the patient's status is fine.

Event description:
Same case as MDR#2134265-2013-01046. It was reported that during a percutaneous coronary intervention, stent explantation occurred. The target lesion was in the proximal to distal diagonal (diag) coronary artery. The physician deployed the 1st ion stent in the proximal diag artery, and it was well positioned and well apposed. The 2nd ion stent was noted to have distal stent damage, when it was being removed from the packaging, which the physician crimped down. The physician advanced this stent to the distal diag and the stent got caught on the 1st implanted stent. During removal of the second stent the first stent was explanted. The 1st stent was noted to be elongated upon removal. The procedure was completed with 2 more ion stents in the left anterior descending artery, and 2 more ion stents in the diag. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).